Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to high blood glucose of 487mg/dl. The customer experienced chest and abdomen pains, dizzy, and heart pounding. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. After receiving the tubing clamp the customer called back to perform the high pressure test and passed. The customer did not feel comfortable with the insulin pump and requested the device be replaced. The caller also mentioned that insulin started shooting out during prime. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.